Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two episodes showing delivery of inappropriate shock therapy. One episode showed myopotential oversensing and the other showed t wave oversensing. The patient has a history of ventricular tachycardia (vt) and was ablated last year. The patient is also on medications for vt. Technical services was consulted, and programming and troubleshooting recommendations were provided. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two episodes showing delivery of inappropriate shock therapy. One episode showed myopotential oversensing and the other showed t wave oversensing. The patient has a history of ventricular tachycardia (vt) and was ablated last year. The patient is also on medications for vt. Technical services was consulted, and programming and troubleshooting recommendations were provided. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service.